Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a zone 4 thoraco-abdominal dissecting fusiform aneurysm. Two proximal main thoracic stent grafts were implanted at the proximal end of the target lesion, from zone 3 to zone 4, covering the entry of the dissecting descending aneurysm. Then, ballooning was performed several times. After a portion of the balloon was inflated into the bare spring area, it was confirmed that the bare spring was perforating into the false lumen of the dissection and there was a leak from the perforation into the false lumen (see MFR ## 2953200-2010-01469, 2953200-2010-01470 and MFR # 2953200-2010-01471). Another talent proximal main was implanted from zone 2 covering the lsa and overlapping with the previous proximal main stent graft which had resulted in the perforation. The procedure was closed. The next day it was noticed that there was no pulse in the iliac artery. It was diagnosed as an occlusion as a result of a dissection of the iliac artery which was created by the insertion of the devices. Open repair of the iliac artery was performed. It was not clear whether replacement of artery or bypass of artery was performed as a treatment. The physician commented that the dissection of iliac artery was a result of the repeated insertion and withdrawal of the delivery systems. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation: results: (thoraco-abdominal dissecting aneurysms), (arterial trauma/dissection/perforation, occlusion), (device used for treatment of a thoraco-abdominal). Conclusions: (thoraco-abdominal dissecting aneurysm), (device used for treatment of a thoraco-abdominal dissecting aneurysm).